Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had a phone call with their doctor and was diagnosed with a infection of the pod site. For treatment, the patient was prescribed mupirocin, triamcinolone acetonide and blood work was done. The patient wore the pod between 36 and 48 hours on the arm.